Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huap1482 showed two other similar product complaints from this lot number. The complaints for this lot number (huap1482) have been reported from the same facility.

Event description:
On 10/17/2016- it was reported by facility that the patients broviac catheter was repaired for the first time. It is unknown why the line was repaired. No other details are available.